Event description:
The customer reported an alarm, a blank display and high blood glucose levels. Troubleshooting was performed, but the insulin pump gave a loud beep, and the screen was still blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms or the occlusion test due to the blank display. No loud beeps were noted.